Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction occurred after the server update. The technical support specialist stated that there was no response from customer. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system patient details was not available and caused delay. The customer added that they were unable to retrieve medication to the patient. However, there were no adverse events or injuries reported based on this event.